Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "internal battery depleted" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.